Event description:
Received information regarding a luer lock disconnecting from the infusion set. Customer's blood glucose level was not impacted. Customer was able to reconnect the infusion set to the luer lock and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.